Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the at/af detection with rapid ventricular response. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had a steady rise in the rv defibrillation coil impedance and the impedance was now high. The lead was capped and replaced. In addition the ICD triggered recommended replacement time (rrt) and was explanted and replaced.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered shocks for atrial fibrillation (af) with rapid ventricular response. The ICD remains in use. It was further reported that the right ventricular (rv) lead triggered and superior vena cava (svc) impedance alert for high/undefined impedance. It was noted that the impedance had been varying for the past three weeks. In addition, the r waves had been variable for over a year and were trending smaller now. The svc coil and svc alerts were turned off and the lead remains in use. No further patient complications have been reported as a result of this event.